Event description:
It was reported while performing an open reduction internal fixation (orif) of a hip fracture with the dynamic hip system, the guide shaft ¿tabs¿ bent and the coupling screw threaded tip broke off in the end of the lag screw. The broken tip remained in the lag screw within the patient¿s bone, there were no fragments only the screw shaft remained in the patient anatomy. There was a 15 minute time delay. Surgery was completed successfully and the patient status was reported to be good. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed as the records are not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.